Manufacturer narrative:
This supplemental report is submitted to correct "device product code."

Manufacturer narrative:
The malfunction of the subject device concerning this case has not been reported. Also, since the serial number of this device is unknown, olympus medical systems corp. (Omsc) could not confirm the manufacturing history. Because the user facility recognized as accidental symptom in the conclusion of the report, this case may not be caused due to the malfunction of device. The exact cause of the reported event could not be conclusively determined.

Event description:
On october 12, 2017, olympus medical systems corp received a literature titled ¿study of ercp-related procedure for postoperative reconstruction of intestinal tract using endoscopes for small intestine with single balloon¿ that was made in public in 25th japan digestive disease week on october 2017. Sif-q260 and sif-h290s were used for the procedures in the literature. Both devices were manufactured by olympus. From july 2008 to february 2017, 69 cases in 49 ercp-related procedures and 13 cases in 12 ercp-related procedures were performed using sif-q260 and sif-h290s respectively at the user facility. There were 8 complications after ercp-related procedure for using sif-q260 reported. The detail of the complications was not reported. There were no complications reported for procedures using sif-h290s. This is 8 of 8 reports.